Manufacturer narrative:
One medfusion pump was received with a crack in the right plunger case. The event history log was reviewed and there was a syringe plunger error in the history. Inspection, multiple flow and occlusion tests were performed. The reported issue was unable to be duplicated, so the cause of the issue was unable to be determined. All parts in the plunger head were reset and the cracked right plunger case was replaced.

Event description:
Information was received indicating that a smiths medical medfusion pump had a syringe pump error. There was no reported adverse event.